Event description:
The reported failure was found during a pre-clinical check. The pt was connected to a different ventilator. The distributor reported that testing of the ventilator found that the values would not reach those that are indicated in the service manual. Specifically mentioned was that when setting the expiratory control (peep) to zero the value on the screen should indicate zero. Instead it indicated a value between 2 and 2.5 cmh2o accompanied by a visual alarm: a06: prolonged inspiratory pressure.

Manufacturer narrative:
The distributor is sending the device to the MFR for eval. As of the filing of this report the ventilator has not yet been received. A f/u MDR will be submitted upon completion of the device eval.